Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that a clogged air water cylinder with foreign material was found. It was determined that the air water cylinder needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.